Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The patient reported they were not getting any relief from their previous implant, and the patient couldn't recall the event date. The patient couldn't remember but they had so much pain, so they went to their hcp and did an x ray, and the cord or rods slipped down, which was odd because the patient didn't bend. Their representative tried to reprogram their handheld for wider and broader stimulation. Their hcp and representative determined that patient's implant and leads needed to be replaced. The patient confirmed their implant and leads were replaced 2 weeks ago.

Manufacturer narrative:
Continuation of d10: product ID 977a260 , serial# (B)(6), implanted: (B)(6) 2024, type lead. Product ID 977a260 , serial# (B)(6), implanted: (B)(6) 2024, product type lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6), ubd: 23-apr-2028, UDI#: (B)(4) ; product ID: 977a260, serial/lot #: (B)(6), ubd: 26-mar-2028, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.